Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a liver resection, clip not completely closed. Device jammed.

Manufacturer narrative:
(B)(4). Batch # r93l9n. Additional information requested and received: are these sterile devices from the same lot/batch that an evaluation is requested? Yes. The customer has returned all instruments from the batch. Device analysis: the analysis results found that 4 mcl20 devices were returned inside the original packaging sterile with no damage in the external components and with a clip in the jaws. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled and it fed and formed the remaining 20 clips as intended. As the devices were found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.